Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. One of the following is presumed to be the cause of the b30 error: there was no problem with the device in question, and there was a defect on the side of the scope to be connected. The connection of the digital light source cable was not perfect. Therefore, the communication from the light source device to the video processor was becoming unstable. There were foreign objects (chemical residue, water-powdered foam, sebum stains, dust, gauze-pounding, etc.) Attached to the electrical contact point of the scope connector and the light connection part. Therefore, the pin of the connector became the contact failure, and the communication from the scope through the light source device to the video processor became unstable. Due to this reason, it is assumed that a communication error occurred. The instructions for use (IFU) states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an olympus representative (rep) to troubleshoot the device. The rep did not have access to unit at the time of call and inquired about what the b30 error code was. Tac needed to confirm if the issue was related to single or multiple scope. Tac provided the rep with a set of instructions to verify the scope in another working system while clearing the error. Tac also provided steps on re-sating the maj-1933 cable if the issue was multiple scope related. Furthermore, tac sought out to verify if the rep was using 180 scope and if the maj-1430 scope connector was not left in when using the 190 series scopes. Tac made three attempts to reach out to the customer without success. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that a b30 scope communication error occurred with the evis exera iii video system center. There was no patient involvement, no harm or user injury reported due to the event.